Manufacturer narrative:
Of the 18 allegations of a malfunction, 10 pumps were returned to animas and investigated. Of the investigated pumps, 10 were found to be malfunctioning due to battery compartment cracks, moisture within the pump, battery compartment thread damage and battery compartment leaks. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 18</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a battery life with damage/moist issue. These reports were received from various sources. The patients associated with this allegation ranged from 6-43 years of age and between 40 and 185 pounds. Of the reported patients, 7 were male and 11 were female.

Manufacturer narrative:
In quarter 4 of 2018, there were 3 instances of battery life with damage/moist failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.